Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/3.25mm balloon ruptured at 8 atms on the third inflation. (The number of atms reached on the initial two inflations was 6 atms/60 sec, and 8 atms/20 sec respectively.) The patient was asymptomatic during this event. The lesion being treated was a significantly calcified, 99% restenotic lesion in a previously placed stent in the distal right coronary artery. The physician used a 7f terumo introducer sheath for vascular access and a route guidewire and a 6f heartrail jr4-6f guide catheter to cross the lesion. The maverick2 monorail 20/3.25 mm balloon was removed and replaced with a quantum maverick balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good."